Manufacturer narrative:
The lot number was not provided. Therefore, a search for non-conformances associated with this part/lot number combination could not be conducted. The device was not available for return to the manufacturer. Therefore, the root cause could not be established.

Event description:
It was reported that on (B)(6) 2019, treatment was performed on an aneurysm located in the left posterior inferior cerebellar artery (pica). The aneurysm had never ruptured and was detected incidentally. After microcatheterization of the aneurysm, a web device was successfully deployed. Scanning post web placement showed evidence of a complete vertebral artery occlusion. An angiogram performed from the right vertebral artery demonstrated complete occlusion of the aneurysm (as desired) and the pica was preserved; however, evidence was seen of a long segment of dissection of the vertebral artery beginning at the upper body of the atlas. As treatment for the dissection, the vessel was reconstructed with a solitaire stent, which resulted in free antegrade flow, and then the solitaire was withdrawn. At the conclusion of the procedure, there was no evidence of vessel occlusion, the vessel walls were very smooth, and there was good patency of the left pica. The patient was prescribed dual antiplatelet therapy with aspirin and plavix for 6-8 weeks and was discharged on (B)(6) 2019 with a mrs grade=0 (no symptoms). The patient is enrolled in the clever clinical study and will be monitored closely per clinical trial protocol.